Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm 10 bag 500 sla experienced leakage during use. The following information was provided by the initial reporter: customer mentioned that in some past uses, it was very difficult to aspirate the medicine from the ampoule bottle and when withdrawing the syringe from the ampoule, it leaked a little by the needle, but the client decided not to contact. Informs that it ejects the air units in the vial bottle correctly.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm 10 bag 500 sla experienced leakage during use. The following information was provided by the initial reporter: customer mentioned that in some past uses, it was very difficult to aspirate the medicine from the ampoule bottle and when withdrawing the syringe from the ampoule, it leaked a little by the needle, but the client decided not to contact. Informs that it ejects the air units in the vial bottle correctly.